Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick was replaced during the service call.

Event description:
The customer reported that the 9900 system had a remote user interface joystick error at boot up. No patient injury was reported.